Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 6947 implantable tachy lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that during an implant procedure, the physician dissected the coronary sinus when attempting to cannulate. The left ventricular lead was inserted and tested without successful capture or sensing. The lead was not implanted and the patient was scheduled for an epicardial lead placement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.